Manufacturer narrative:
(B)(4). Date of initial report: 03/17/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic prostatectomy, the system was used for an hour and then a red light appeared on the system. The scrub nurse installed a new battery and during the second application, a piece of the active waveguide disengaged. The piece was successfully retrieved and there was no patient injury. Another dissector was installed onto the system and the procedure was successfully completed.